Event description:
Implantation in 2003. Indication: hydrocephalus after subarachnoid hemorrhage. First pressure setting at 70 mmh2o : pt normal. From near the end of 2002 - beginning of 2003, symptoms of hydrocephalus came back again. Revision of the valve with a modification of the pressure from 70 to 30 mmh2o, without improvement of the pt health. In 2003, explantation done for a partial obstruction and replacement with a new valve. No injury reported except before operation (transient symptoms of new hydrocephalus). The pt presented no more neurological troubles after operation.